Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperative to a veterinary procedure, when the product was opened, the needle and the thread were found to be detached. Another device was used to resolve the issue in order to complete the case. There was no patient involvement.